Manufacturer narrative:
The field service engineer (fse) did not find a cause for the event. For serial number (B)(6): the fse performed procell decontamination and a baseline check of the analyzer, checked all probe alignments, pump pressures, and overall analyzer functionality. An instrument check passed. For serial number (B)(6): the fse performed procell decontamination and a baseline check of the analyzer, checked all probe alignments, pump pressures, and overall analyzer functionality. An instrument check passed. For both analyzers: calibration and qc were acceptable. Sample-related alarms were observed on the alarm trace data. These are indicators of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high results for 1 patient tested for elecsys troponin t gen 5 (troponin t) on 2 cobas e 801 analytical units (analyzer 1 and analyzer 2) a baseline sample was drawn and run on analyzer 1 with a result of 174 ng/l. A 2-hour sample was drawn and run on analyzer 2 with a result of < 6 ng/l. A 4-hour sample was drawn and run on analyzer 2 with a result of 19 ng/l. All 3 samples were repeated on analyzer 1 with results of < 6 ng/l. These results were believed to be correct, and an amended report was issued.

Manufacturer narrative:
Analyzer 1 serial number was (B)(6). Analyzer 2 serial number was (B)(6).